Manufacturer narrative:
Corrected fields: a2. Age at time of the event: 44 years. A3a. Sex: female.

Manufacturer narrative:
Updated fields: a2. Date of birth (mm/dd/yyyy): (B)(6) 1980. H11. Additional manufacturer narrative: it was reported that after an initial bunion surgery on (B)(6) 2024, a broken plate at the third tmt joint was discovered via a radiographic image on (B)(6) 2025. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as the patient has no pain, and the hardware remains implanted. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken plate was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, a broken plate at the third tmt joint was discovered via a radiographic image on (B)(6) 2025. No other patient outcomes were reported as a result of this event. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in revision surgery to date, there have been similar events where this malfunction has resulted in revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, a broken plate at the third tmt joint was discovered via a radiographic image on (B)(6) 2025. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as the hardware remains implanted. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken plate was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.